Manufacturer narrative:
Stryker determined that the cause of the customer's issue was a shorted cr24 on the bi-phasic pcb. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device, "will not defibrillate patient after initial defibrillation." In this state the device would not be able to deliver defibrillation therapy if needed. It was reported, "there was a backup ambulance at scene with a different lp15 that they were able to switch into and had no problem shocking patient using the same original quick-combo pads." This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control performed an initial evaluation of the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device, "will not defibrillate patient after initial defibrillation." In this state the device would not be able to deliver defibrillation therapy if needed. It was reported, "there was a backup ambulance at scene with a different lp15 that they were able to switch into and had no problem shocking patient using the same original quick-combo pads." This issue is patient related; however there was no adverse event reported.